Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No information provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seal not intact top case is cracked under the tube holders, infare red ir window lens is missing. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion testing. Also identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to age of device. The following actions were taken: replaced main board, motor assembly with stepper motor included, worm gear, leadscrew and clutch halves. Additional repairs included: pump was set to default configuration. Replaced damaged top case, power ac cable receptacle and guide. Replaced barrel tapered spring, barrel spring and barrel rod. Installed missing infrared ir window lens, light shield, battery pad bay, battery door label and left plunger case o-ring. Installed cable guard. Replaced battery. Cleaned, greased and calibrated the device. Device occlusion test and functional tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.